Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a vessel. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During first inflation for 15 seconds, the balloon ruptured before reaching the rated burst pressure. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.